Event description:
Following the information provided the patient was placed on the enterprise 8000x bed. The left head end side rail was raised, the foot end side rail was in a lowered position. The head end side rail, that was raised, failed to lock correctly in a raised position and as a result the patient fell out of the bed. The patient sustained "slight shock from falling out of bed," which was assessed by arjo clinical specialist as a minor injury. Arjo technician attended the customer's site, however was informed by the staff that the bed was not available for inspection as it was repaired locally by the hospital technician and put back to use. The hospital staff provided an information that the side rail locking bolts did not lock into their dedicated slots when the side rail was raised, but became stuck inside the lower arm. The device was repaired by lubricating the bolts, which resolved the issue.

Manufacturer narrative:
Based on the available information it is not possible to determine the root cause of the complained scenario. It cannot be concluded why the side rail locking pins did not bounce back to locked position as intended. The device passed the final quality check at the manufacturing assembly line and no deviations were found. Since the hospital staff repaired the device by themselves and put it back to use, an evaluation could not be performed. The instructions for use for enterprise 8000x (746-585-en) includes the following instruction related to the investigated scenario: "make sure the locking mechanism is securely engaged when the side rails are raised. Check operation of side rails." This is a preventive maintenance activity to be performed by the caregiver on a daily basis. Arjo device failed to meet its performance specification since the side rail failed to stay in upright position, resulting in patient's fall. The device was used for a patient treatment when the failure occurred. This complaint is deemed reportable due to patient's fall from the bed during use. Device not available for evaluation.